Event description:
Gasping for air [dyspnoea]. Nearly choked (chocked) to death [choking sensation]. Split in gum where the little metal pin and come way and japed in to gum [gingival injury]. Whole detached it's self whilst in motion. Little metal pin come way - oral-b [device breakage]. Consumer via e-mail stated that recently, on (B)(6) 2022, while using their oral-b toothbrush, the whole toothbrush head detached while in motion. They nearly chocked to death if it was not for their wife who luckily was in the bedroom to help. They were left gasping for air and got a split in their gum where the little metal pin came way and "japed" into their gum. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
26-mar-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Gasping for air [dyspnoea]. Nearly choked (chocked) to death [choking sensation]. Split in gum where the little metal pin and come way and japed in to gum [gingival injury]. Whole detached it's self whilst in motion...little metal pin come way - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Consumer via e-mail stated that recently, on (B)(6) 2022, while using their oral-b toothbrush, the whole toothbrush head detached while in motion. They nearly chocked to death if it was not for their wife who luckily was in the bedroom to help. They were left gasping for air and got a split in their gum where the little metal pin came way and "japed" into their gum. No serious injury was reported. (B)(6) 2022 case update: the suspect product was oral-b power oral care refills 3d white eb18. No serious injury was reported.